Event description:
It was reported that during an unk procedure, the clips jammed on the device. Another device was used and the device worked fine. There were no pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Overtwisted jaws. Evaluation summary: the analysis results found the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.